Manufacturer narrative:
The customer reported complaint of the autopulse platform (sn (B)(4) displayed fault code 16 (timeout moving to take-up position) message was confirmed during the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported issue. The customer reported a secondary complaint that after the call the device displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during archive review and functional testing. The root cause of the (ua) 07 was due to failed both load cell modules, likely attributed to failed component(s) or mishandling such as a drop. Visual inspection of the returned autopulse platform showed no physical damage. A review of the archive data showed fault code 16 and (ua) 07 error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. The autopulse platform displays fault code 16 if the lifeband is not securely closed; the brake gap is too small; a defective drive train (slipped bushing); or the brake has corrosion caused by high humidity. However, no such failures or malfunctions were noted during extensive testing performed at zoll. The customer reported fault code 16 could not be duplicated despite the extensive tests. The brake gap inspection verified the brake gap was within the specification. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During the power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization test results confirmed that both load cell modules exceed normal parameters and need to be replaced to remedy the (ua) 07 error. Waiting for the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4) displayed fault code16 (timeout moving to take-up position). The lifeband was originally pulled firmly against the patient's thorax after the start button was pressed. However, the lifeband became loose and the platform made a noise similar to a spinning motor and the device displayed fault 16. The fault did not clear despite several attempts to restart the device and change the lifeband. No consequences or impact to the patient. When the device was later examined again, the user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was displayed and the user could feel the loose internal parts when the load cell cover was checked.